Event description:
A medtronic representative reported an axiem box causing earth leakage at high-line voltage, 264vac. Normal leakage at 132vac. Requested elecrtrical engineer to troubleshoot. There was no patient present.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at this time. RMA issued. Replacement 4 port axiem shipped (B)(4) 2013. Medtronic investigation of returned suspect device not completed, still in testing with electrical engineer.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Per request of electrical engineering, the device was installed into a fusion navigation system and ran through all applicable electrical testing. The device passed all the electrical tests and was found to be fully functional. The reported event could not be duplicated by medtronic personnel.